Event description:
The operator of an immulite 1000 instrument was running quality controls (qc) for the turbo intact parathyroid hormone (ipth) assay when the level 1 qc dropped out of range. The laboratory adjusted their qc range in order to test samples from a patient scheduled for surgery. There are no known reports of patient intervention or adverse health consequences due to the laboratory adjusting their acceptable qc range for turbo ipth in order to run a scheduled surgery.

Manufacturer narrative:
The initial MDR 2247117-2014-00055 was filed on september 16, 2014. The first supplemental MDR 2247117-2014-00055_s1 was filed on october 07, 2014. (B)(4)

Manufacturer narrative:
The initial MDR 2247117-2014-00055 was filed on september 16, 2014. Additional information (09/26/2014): a siemens field service engineer (fse) was dispatched to the customer site. Fse confirmed that qc was out low. Fse performed total service call and annual preventive maintenance. Macro and micro syringes were replaced. Also sample probe was replaced. Fse verified the operation of instrument by running the qc and results were acceptable. Fse also sent a new reagent kit to customer on customer's request which was working properly. The customer did range change after the service was performed and quality control (qc) has been in the 2 standard deviation (sd) range since then. They have been reporting patients. The instrument is performing according to the specifications. No further evaluation of this device is required.

Manufacturer narrative:
A siemens customer service engineer sent the customer a new reagent kit upon request of the customer. The cause of the level 1 turbo ipth qc being out of range is unknown. Siemens is investigating this issue.